Event description:
Additional information received reported that a second revision was performed on (B)(6) 2014. The patient's lead was no longer "biting." Patient outcome was not reported. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that the patient felt stimulation in the wrong location and a shocking and jolting sensation. It was noted that the ¿octad lead placed under the skin was stabbing.¿ impedance testing and reprogramming were performed. No impedance issue was reported and all were within normal range. The patient was reprogrammed on the (B)(6) 2014, but all programs induced a painful sensation. The patient felt less than 50% therapy relief in the lead location and they were unable to regain comfortable stimulation in the pain area. The patient was scheduled for a lead revision on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4). Additional information received reported that the lead was removed and replaced. No malfunctions were noted and the cause were not determined. The patient¿s lead that was ¿previously functioning was now biting.¿ the patient noted that now that the second lead was in the system, the one that was not touched during the last revision was uncomfortable. The physician would be revising the lead on (B)(6)-2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 289210001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 355531, lot# n299032, implanted: (B)(6) 2011, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 355028, lot# n284411, implanted: (B)(6) 2011, product type: accessory. Product ID: 355028, lot# n300330, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information received reported that both of the patient¿s leads were repositioned. No leads were removed and no new leads were implanted. Following the reposition the patient no longer reported the leads ¿biting¿ and there coverage was better than before.